Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-62107.

Event description:
The customer reported via phone call that he got a no delivery alarm on the insulin pump. Customer stated that it is flashing and messing with his blood sugar. Customer's blood glucose was 497 mg/dl at the time of the incident. Customer stated that the alarm did not occur during manual prime. Customer does not have any other infusion sets with him. Customer reported that the event was resolved by changing the complete set and reservoir. Customer declined troubleshooting for the high blood glucose due to not having any supplies with him.